Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the screen was viewable, but that the screen was dim, even when the brightness is set to the maximum setting. The se replaced the user interface assembly to resolve the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dark screen. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a dark screen. A sales representative arrived at the hospital and confirmed the issue of the screen. There were no problems with the operations of the device. The investigation is ongoing.

Manufacturer narrative:
H10: e1: (B)(6) hospital.